Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted that the right ventricular pace impedance steadily rises from 1881 to 3078 ohms between (B)(6) and (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a gradual rise of pacing impedance and was now high. Also the lead¿s pacing threshold has increased over time. Since the patient does not need pacing support and all other lead parameters were okay, no actions were taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.